Event description:
The information received indicated that the patient was admitted with a 75% stenosis in the proximal left circumflex artery. The lesion was de-novo, heavily calcified and moderately tortuous. Radial approach was chosen for the procedure. Pre-dilation was conducted with a nc voyager balloon at 16atm and then 3.0 x 23mm cypher was delivered to the target lesion, but it became stuck proximal to the target lesion due to the calcified vessel even after several attempts to deliver it. The resistance was experienced prior to reaching the lesion. Therefore, the cypher was retrieved from the patient and the distal edge of the stent was confirmed to be flared. The stent deployment system was pulled back inside the guiding catheter (gc). No resistance was experienced during withdrawal. No excessive force was applied to the device during withdrawal. To complete the procedure, a 30mm endeavor drug-eluting stent was implanted at the target lesion without difficulty. The procedure was completed successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Concomitant medical products: guiding catheter: brite tip, balloon catheter: nc voyager and stent: endeavor 3.0. After several attempts to deliver the 3.0x23mm cypher (cjb23300) to treat a 75% stenosed left circumflex de-novo lesion with heavy calcification and moderate tortuosity, it became stuck proximal to the target lesion due to the calcified vessel. Therefore, the cypher was retrieved from the patient and the distal edge of the stent was confirmed to be flared. The procedure was completed with a 30mm endeavor drug eluting stent which was implanted at the target lesion without difficulty. There was no reported injury. No noted anomalies were reported on the device prior to use. The patient was a (B)(6) male with a medical history of diabetes mellitus. Radial approach was chosen for the procedure. Pre-dilation was conducted with a bc (nc voyager) at 16atm followed by insertion of the cypher. The reported resistance was encountered prior to reaching the lesion. After several attempts to advance, the stent deployment system was pulled back inside of the unknown guiding catheter. No resistance was experienced during withdrawal and no excessive force was applied during removal of the device. The instructions for use warns that when the stent and delivery system are outside of the guiding catheter they should not be retracted into the guiding catheter to remove; the guiding catheter and stent/delivery system should be removed as a single unit. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096328 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was reported that the device will not be returned; therefore no further analysis is possible. Based on the received information, the calcified vessel characteristics contributed to the inability to advance the cypher to the lesion. It appears likely that the same vessel characteristics contributed to the reported flaring of the distal edge of the stent. There is no indication that the events are related to the device manufacturing process; therefore, no corrective actions will be taken at this time.